Event description:
Complainant alleged that while attempting to treat a male, pt, (age unk), the device was unable to obtain an ECG signal via electrodes due to excessive artifact. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. The customer has indicated that the event electrode pads were discarded and they are not available for eva.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval, and this complaint is still under investigation.